Event description:
It was reported that the patient had experienced unspecified withdrawal symptoms after a pump replacement. A catheter dye study was done and showed patency (no leak); however, bolus doses were not effective. The hcp took the patient into surgery and noted that there was a hole in the catheter. The hcp clipped the area that had the hole and reconnected the catheter. The pump was used to deliver lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.